Event description:
A notification was received regarding a holmium fiber unit which was reported to have broken upon insertion into a ureteroscope.

Manufacturer narrative:
No device was returned within the timeframe of this investigation and the identified unit was confirmed by the responsible technician to not be obtainable. It is acknowledged all high energy laser fibers are 100% visually and power performance tested prior to release which confirms the operational capacity of the fibers, including properties such as the bend radius. The root cause of the complaint as reported was determined to be unrelated to the manufacturing capacity of the device, and is likely related to the operation or handling of the unit. It is possible the unit was bent past the approved radius during insertion into the scope which may have resulted in the breakage as reported, without access to the suspect laser fiber a confirmation can not be achieved. No process or material deviations were revealed upon review of the production lot records. No information regarding the scope utilized during the complaint experience was received.